Event description:
A electronic report was received from a peritoneal dialysis patient. Reported was that the patient reported that he could not connect to the tubing. There is no report of patient injury. A sample is available.